Manufacturer narrative:
Concomitant medical device: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. (B)(4). Final device analysis of the extension revealed the following: all conductors were broken 5.5 cm from the proximal end of the extension.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information confirmed that after the replacement of the extension component, the patient¿s stimulation became effective again.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's extension was explanted because it was bent. It was also reported the patient had the same symptoms as before the surgery and experienced tremors at the location of the patient's left side implant. Diagnostic testing and troubleshooting was performed and it was reported there was an impedance issue with a "???" Error message. It was reported the patient required hospitalization and a surgical revision and recovered with no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).